Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented plus right size 7+, item # 42504606212, lot # 64566646, tibia fixed cemented right size e stem extension, item # 42542007102, lot # 64318491, stem extension tapered cemented, item # 4256000751,4 lot # 64630443, tibial augment cemented half block, item # 42555805405, lot # 64499789, unknown articular surface, item # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-03311, 0001822565-2022-03313, 0001822565-2022-03314, 0001822565-2022-03315 and 0001822565-2022-03316. Device remains implanted.

Event description:
It was reported patient is experiencing pain, bursitis and tendonitis four months post implantation due to a fall. Radiographically, implants remain intact, in stable position, and with no evidence of loosening or wear. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) - stem. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that office visit had a few falls and is now having pain, x-ray: no acute fractures or dislocations, implant remain in good position. X-rays: stable position, no loosening or wear, was falling once a week, steroid injection for pes bursitis, knee pain improved but now has back pain, 60 percent improvement with knee pain, rom: 0-125 degree, tenderness to midline joint, immediate discomfort with extension, mild swelling. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.